Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker entered safety mode and the patient began experience pocket stimulation due to unipolar pacing. This pacemaker was explanted and replaced. No additional adverse patient effects were reported. This pg; is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. It was confirmed that critical therapy remained available. Visual inspection of device case and header were normal. The device case was opened, and the battery was removed and forwarded for detailed testing. Despite analysis, the root cause of the clinical observations could not be confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker entered safety mode and the patient began experiencing pocket stimulation due to unipolar pacing. This pacemaker was explanted and replaced. No additional adverse patient effects were reported. This pacemaker is expected to be returned for analysis.